Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory 45 (not at "home" position after power-on/restart) error message was confirmed in the archive data and during functional testing. The root cause of the reported complaint was a failure of the integrated encoder gearbox. The archive data review identified several ua45 error messages around the reported event date, confirming the customer's complaint. The autopulse platform failed functional testing, as a ua45 error message was displayed upon powering on, thus confirming the customer's reported issue. When the platform's driveshaft is not in its "home" position, the ua45 error message is triggered. This advisory is typically resolved by pulling up on the lifeband until the band is fully extended, which will return the driveshaft to its "home" position. The driveshaft could not be adjusted to its "home" position to clear the ua45 advisory. The failed integrated encoder gearbox needs to be replaced to resolve the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
The autopulse platform (sn (B)(6) was positioned beneath the patient in cardiac arrest; however, the device failed to operate and displayed a user advisory 45 (driveshaft not at "home" position after power-on/restart) error message. A second autopulse platform was used to continue the resuscitations. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.